Manufacturer narrative:
Additional information: according to the information received from the field the device was not providing benefit due to a post-operative migration of the electrode out of cochlea. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient_s hearing performance with the device was not very good. Re-implantation is considered.

Event description:
The recipients hearing performance with the device was not very good. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.